Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 755 mg/dl. The customer was experiencing unexplained high glucose for two days, and was feeling sick. The customer stated that he does not remember much about the event. The customer's most recent glucose reading was 117mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.